Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed vibrate anomaly and the pump did not vibrate. No harm requiring medical intervention was reported. Troubleshooting was performed, but the issue was unresolved. Customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type =ngp. Customer returned pump for vibrate anomaly on event date 30 january 2023. Unit passed self-test, displacement test, and test p-cap locks properly into the reservoir compartment. Received pump with vibrate turned on in settings. Toggled on/off the vibrate feature and it functioned properly. During testing, display setting anomaly was found. Unable to select auto setting in display settings. Reset pump setting and it function properly. Unit was successfully downloaded using thump and carelink. No alarms/alerts are present in the history/trace file on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, broken belt clip rails, cracked belt clip rails, keypad overlay texture damage. Vibrate anomaly is not confirmed. Display anomaly is confirmed and isolated is to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.